Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to request a bolus. There was no reported adverse impact to the customer¿s blood glucose level. The pump was reset, successfully completed the bolus request, and the customer continued to use the pump for insulin therapy.